Manufacturer narrative:
It was confirmed that there was no kink in the bifurcate graft ((B)(6)). The occlusion did extend proximally to the flow divider but the kink was identified in the middle third of the iliac limb . The patient returned to the or on the (B)(6) 2021 where a thrombectomy of the occluded limb was performed, and then a non-medtronic balloon expandable stent was implanted spanning the apex of the kink in the iliac limb. Completion angio showed that this opened up the flow lumen, removed the acute kink and good arterial flow resumed. The patient has recovered without further event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted during an endovascular procedure for the treatment of a 61mm abdominal aortic aneurysm . It was reported 10 days post implant that the patient returned for a follow up and it was noted the patient had claudication of the lower left limb. A CT was ordered where it was observed that the left limb of the endurant stent graft system appeared to be occluded from the flow divider to the iliac bifurcation. As per the physician the cause of the occlusion was due to the kinked stent graft in the severely angulated left lilac artery. No additional clinical sequelae was provided and the patient will be monitored.

Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1613c156e, serial/lot #: (B)(4), ubd: 09-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.